Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a head rest. The customer reports the head rest caught on fire during surgery, while using 100% oxygen and an es pencil (not manufactured by covidien) resulting in three first degree burns at the hairline. The customer reports that the burns are healing and that the pt should have not scaring. The fire was immediately doused with saline and the pt was treated with a cold compress. The customer also reports that this delayed the procedure due to re-prepping and re-draping of the sterile field.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.